Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: uterus / perforation (uterus)') in a 49-year-old female patient who had essure (ess205) (batch no. 626400) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yasmin. Concurrent conditions included menometrorrhagia and erythema chronicum migrans. Concomitant products included nsaids and paracetamol (acetaminophen) since (B)(6) 2007. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("physical pain/pelvic pain"), depression ("depression"), anxiety ("mental anguish") and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On 3-oct-2017, the patient experienced uterine perforation (seriousness criterion medically significant), 12 years 6 months after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleed"), psychological trauma ("psych injury") and abdominal pain ("abdominal pain"). The patient was treated with ethinylestradiol;norethisterone acetate (loestrin). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, genital haemorrhage, psychological trauma, abdominal pain, pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, depression, fatigue, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: on (B)(6) 2008,both ostia were now visualized. Essure device was loaded into the patient's right tube with - approximately 3 coils remaining. Hysteroscope was directed to the left fallopian tube. Essure device was now inserted into the left fallopian tube. Approximately 2 coils were left remaining in the cavity patient received treatment for events ¿ abdominal pain, pelvic pain , general abnormal bleed, migration. If no removal planned, select reason(s) unable to afford surgery plaintiff did not undergo essure confirmation test(discrepancy noted in lab data) the essure wire on the right side extends through the fundus of the uterus. The proximal end of the essure wire extends to the endometrium. The pressure or wire on the left side does not appear to a migrated and does not extend into the uterus discrepancy noted in essure insertion date:- (B)(6) . Diagnostic results (normal ranges are provided in parenthesis if available): human papilloma virus test - on an unknown date: specimen is considered negative. Hysterosalpingogram - on (B)(6) 2009: confirmed that the essure device was successfully occlude. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: uterus / perforation (uterus)') in a 49-year-old female patient who had essure (ess205) (batch no. 626400) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yasmin. Concurrent conditions included menometrorrhagia and erythema chronicum migrans. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe) from (B)(6)2018 to (B)(6) 2018, nsaids and paracetamol (acetaminophen) since (B)(6)l 2007. On (B)(6)2005, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("physical pain/pelvic pain"), depression ("depression"), anxiety ("mental anguish") and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6)2017, the patient experienced uterine perforation (seriousness criterion medically significant), 12 years 6 months after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleed"), psychological trauma ("psych injury"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with ethinylestradiol;norethisterone acetate (loestrin). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, genital haemorrhage, psychological trauma, abdominal pain, pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, fatigue and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy in essure insertion - (B)(6)2005 and (B)(6)2008. On (B)(6)2008,both ostia were now visualized. Essure device was loaded into the patient's right tube with - approximately 3 coils remaining. Hysteroscope was directed to the left fallopian tube. Essure device was now inserted into the left fallopian tube. Approximately 2 coils were left remaining in the cavity patient received treatment for events ¿ abdominal pain, pelvic pain , general abnormal bleed, migration. If no removal planned, select reason(s) unable to afford surgery plaintiff did not undergo essure confirmation test(discrepancy noted in lab data) the essure wire on the right side extends through the fundus of the uterus. The proximal end of the essure wire extends to the endometrium. The pressure or wire on the left side does not appear to a migrated and does not extend into the uterus discrepancy noted in essure insertion date:- (B)(6)2005,(B)(6)2005,(B)(6)2007 and (B)(6)2008. Diagnostic results (normal ranges are provided in parenthesis if available): human papilloma virus test - on an unknown date: specimen is considered negative. Hysterosalpingogram - on (B)(6)2009: confirmed that the essure device was successfully occlude. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: plaintiff fact sheet received : new event dysmenorrhea (cramping) was added. Concomitant drug were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: uterus / perforation (uterus)') in a 49-year-old female patient who had essure (ess205) (batch no. 626400) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yasmin. Concurrent conditions included menometrorrhagia and erythema chronicum migrans. Concomitant products included nsaids and paracetamol (acetaminophen) since (B)(6) 2007. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("physical pain/pelvic pain"), depression ("depression"), anxiety ("mental anguish") and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criterion medically significant), 12 years 6 months after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleed"), psychological trauma ("psych injury") and abdominal pain ("abdominal pain"). The patient was treated with ethinylestradiol;norethisterone acetate (loestrin). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, genital haemorrhage, psychological trauma, abdominal pain, pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, depression, fatigue, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: on (B)(6) 2008, both ostia were now visualized. Essure device was loaded into the patient's right tube with - approximately 3 coils remaining. Hysteroscope was directed to the left fallopian tube. Essure device was now inserted into the left fallopian tube. Approximately 2 coils were left remaining in the cavity patient received treatment for events ¿ abdominal pain, pelvic pain , general abnormal bleed, migration. If no removal planned, select reason(s) unable to afford surgery plaintiff did not undergo essure confirmation test(discrepancy noted in lab data) the essure wire on the right side extends through the fundus of the uterus. The proximal end of the essure wire extends to the endometrium. The pressure or wire on the left side does not appear to a migrated and does not extend into the uterus discrepancy noted in essure insertion date: (B)(6) 2005, (B)(6) 2005, and (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): human papilloma virus test - on an unknown date: specimen is considered negative. Hysterosalpingogram - on (B)(6) 2009: confirmed that the essure device was successfully occlude. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2020: pfs received : previously reported event "migration of essure device location of device: uterus" pt updated to "uterine perforation." We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus;') and genital haemorrhage ('general abnormal bleed') in a 49-year-old female patient who had essure (ess205) (batch no. 626400) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yasmin. Concurrent conditions included menometrorrhagia and erythema chronicum migrans. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2007. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("physical pain/pelvic pain"), depression ("depression"), anxiety ("mental anguish") and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criterion medically significant), 12 years 6 months after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury") and abdominal pain ("abdominal pain"). The patient was treated with ethinylestradiol;norethisterone acetate (loestrin). Essure (ess205) treatment was not changed. At the time of the report, the device expulsion, genital haemorrhage, psychological trauma, abdominal pain, pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, fatigue, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient received treatment for events ¿ abdominal pain, pelvic pain , general abnormal bleed, migration. If no removal planned, select reason(s) unable to afford surgery plaintiff did not undergo essure confirmation test(discrepancy noted in lab data) the essure wire on the right side extends through the fundus of the uterus. The proximal end of the essure wire extends to the endometrium. The pressure or wire on the left side does not appear to a migrated and does not extend into the uterus. Discrepancy noted in essure insertion date:- (B)(6) 2005 and (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): human papilloma virus test - on an unknown date: specimen is considered negative. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occlude. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2019: pfs received:reporters added.product lot number added.event device dislocation changed to partial expulsion of device,events abnormal vaginal bleeding, menorrhagia, depression, mental anguish, fatigue were added.event onset date added.concurrent condition,treatment drug,concomitant medication,lab data added.case became medically confirmed yes. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus;') and genital haemorrhage ('general abnormal bleed') in a 49-year-old female patient who had essure (ess205) (batch no. 626400) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yasmin. Concurrent conditions included menometrorrhagia and erythema chronicum migrans. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2007. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("physical pain/pelvic pain"), depression ("depression"), anxiety ("mental anguish") and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criterion medically significant), 12 years 6 months after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury") and abdominal pain ("abdominal pain"). The patient was treated with ethinylestradiol;norethisterone acetate (loestrin). Essure (ess205) treatment was not changed. At the time of the report, the device expulsion, genital haemorrhage, psychological trauma, abdominal pain, pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, fatigue, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient received treatment for events ¿ abdominal pain, pelvic pain , general abnormal bleed, migration. If no removal planned, select reason(s) unable to afford surgery plaintiff did not undergo essure confirmation test(discrepancy noted in lab data) the essure wire on the right side extends through the fundus of the uterus. The proximal end of the essure wire extends to the endometrium. The pressure or wire on the left side does not appear to a migrated and does not extend into the uterus discrepancy noted in essure insertion date:- (B)(6) 2005 and (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): human papilloma virus test - on an unknown date: specimen is considered negative. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occlude. Lot number: 626400 manufacture date: 2008-01 expiration date: 2009-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-nov-2019: quality safety evaluation of ptc. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleed') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), psychological trauma ("psych injury"), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("physical pain/pelvic pain"). At the time of the report, the device dislocation, psychological trauma, abdominal pain, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered abdominal pain, device dislocation, genital haemorrhage, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: patient received treatment for events ¿ abdominal pain, pelvic pain , general abnormal bleed, migration. If no removal planned, select reason(s) unable to afford surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occlude. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- new events abdominal pain, psych injury, general abnormal bleed, migration were added. Patient information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.